Event description:
This report is being filed after the subsequent review of the following journal article: "control of cerebrospinal fluid otorrhea via c-arm-guided reduction of the zygomatic arch as a part of the temporal bone: interdisciplinary approach to an unusual craniomaxillofacial fracture" by imai, t., michizawa, m., yoshinaga, y.,oba, j., int. J. Oral maxillofac. Surg. 2014; 43: 951¿954. Japan article. An (B)(6)-year-old male while driving a motorbike, he had toppled sideways and had been run over by a car and presented to the emergency department . The patient was referred to the department of oral and maxillofacial surgery for a consultation regarding his maxillofacial fractures. The csf leakage persisted for more than 1 week. After consultation with the neuro- surgery team of the emergency department, maxillofacial fracture repair surgery was done on day 10: the mandibular fractures were reduced and fixated with titanium miniplates (matrixmandible 2.0; synthes, paoli, pa, USA). On day 12, he had post-op inability to move the mandible to the occlusal position and mandibular opening and closing was severely restricted. Mixed hearing loss due to tympanic membrane rupture. Facial nerve function moderately reduced. This is report 1 of 1 for com-(B)(4). This report is for unknown (cmf) titanium miniplates. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. "Control of cerebrospinal fluid otorrhea via c-arm-guided reduction of the zygomatic arch as a part of the temporal bone: interdisciplinary approach to an unusual craniomaxillofacial fracture" by imai, t., michizawa, m., yoshinaga, y.,oba, j., int. J. Oral maxillofac. Surg. 2014; 43: 951¿954. Japan article. This report is for an unknown (cmf) titanium miniplates / unknown quantity / unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.